Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters on his back under the therapy electrodes. The hospital staff put a bandage over the blister. Additionally, the patient switched his sleep position so that he wasn't laying on the blister anymore. It was reported that the irritation improved.